Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1506306) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
On 08/03/2015, cardinal health received a copy of a medwatch report (MDR # mw5042883), which was sent to the FDA by the user facility: volun 04-jun-2015: physician attempted to deploy mynx vascular closure device to femoral artery, after insertion of mynx vascular closure device and sheath removal, attempted to deploy collagen plug and "tamper" missing from device. Unable to deploy plug. No way of knowing tamper missing until device is in the artery. Mynx vascular closure device procedure aborted and manual pressure applied. Concomitant medical products: products that would be used for left heart catheterization, selective coronary angiography, right ventriculography, intravascular ultrasound of left anterior descending artery, stent of the left anterior descending artery. The following information was reported by the company representative: manual compression was applied for less than 30 minutes. The patient was not hospitalized. Event date: (B)(6) 2015 date of report: 5/22/2015.